Event description:
Reason for transmission: chest pain device appears to be over sensing on atrial lead during at/af event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).